Event description:
Pt with history of failed post laminectomy admitted with back pain. The pt had a morphine pump placement at another facility. Pt has had several operations for recurrent back pain. X-ray showed that pump catheter was all twisted as there was a catheter roll. Pt taken for myelogram as well as reposition of pump. An adequate length of about 2-3 inches was left on catheter as well as new mesh applied for securing pump.